Event description:
Additional information was received indicating the noise resulting in oversensing and pacing inhibition was noted on the right atrial (ra) lead. There is no allegation event was related to the right ventricular (rv) lead and no allegation of malfunction on the rv lead. Related manufacturer report number for the atrial lead: 2017865-2022-19584.

Event description:
It was reported that during a remote follow up, noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead resulting in the patient experiencing dyspnea. The physician suspected lead fracture, however, no diagnostic imaging was performed. No intervention has been performed at this time. The patient was in stable condition.